Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial undersensing falling in atrial blanking at times was noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.